Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, there was evidence of leakage on both sides of white tee "t" near bottom of the cooler heater unit. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR #1828100-2014-00092.